Event description:
Discordant, falsely low sodium results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument after troubleshooting and resulted higher. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) to notify them of the discordant results. The customer had performed troubleshooting by replacing the reference electrode. Patient samples were rerun after the reference electrode was replaced and resulted as expected. The cause of the discordant, falsely low sodium results was a malfunction of the electrode. The instrument is performing within specifications. No further evaluation of the device is required.